Event description:
It has been reported to philips that the system gave a memory full error and would not expose. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the system to complete the surgery without any delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk space was full, which resulted in the failure to exposure. Upon troubleshooting, fse checked the startup of the image processing pc (ippc) and found the failure to startup and the motherboard was defective. Fse replaced the ippc. Due to the incompatibility between the new ippc and the old host pc, fse also replaced the host pc and hard disk. The defective parts were returned to philips for further analysis. The cause of the failure of the ippc could not be conclusively determined, whereas the cause of the failure of the host pc was that the dvd writer was unable to detect media; it failed at the media test. After replacement of pcs, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An exposure issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.